Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 212 mg/dl and 109 mg/dl; 236 mg/dl and 97 mg/dl. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.